Event description:
The customer called to report that the pump alarmed twice. Troubleshooting was performed. The customer changed the set twice and one of the sets has a bent cannula. A prime test was ran and the alarm did not recur. Instructed the customer to change the set and site at the time of call.